Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigations will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent loss of capture (loc) and was observed to have sustained damage during an unrelated surgical procedure resulting in a lead fracture. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.